Event description:
Customer reported that a known o positive donor segment sample was tested with anti-b (murine monoclonal) series 3 on the galileo fwd abo assay and was typed as a b positive. The reaction for the anti-b well for this sample resulted as a 1+.

Manufacturer narrative:
Unable to retreive information and images from archived disk. Data stored on disk was corrupted. Fwd-aborh testing performed with in-house donor samples of known abo/rh types using retention anti-a, anti-b series 3 lot 203261, anti-d series 4, and anti-d series 5 on in-house galileo. All in-house donor samples typed as expected. Customer did not return product or patient sample for further serological testing.the galileo operator manual contains a warning that forward-only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur... For this reason, abo-rh results should always be compared to the patient or donor's history.